Event description:
It was reported the patient presented for a routine pacemaker check. At the check, the device gave the message that it was only accessible in wand telemetry mode but was, in fact, accessible via inductive telemetry. It was determined that an internal software error had disabled radio frequency telemetry; the cause of the software error could not be determined. A firmware download was performed which restored the radio frequency telemetry. The patient noted that the patient sensed pocket stimulation during the firmware download, but the stimulation went away after the device was reprogrammed to its normal settings.